Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the esc buttons had to hit it in to work and due to that they had to hit it a couple times sometimes to work. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had random no delivery alarm and diminished battery life. The customer also stated that insulin pump had rejected new batteries and there was crack on the insulin pump. The insulin pump will not be returned for analysis.